Manufacturer narrative:
B3 date of event is approximate. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to penile pain. The physician determined there was no infection, but that the implant had eroded into the urethra. The physician suspects that this was likely related to a robotic hernia repair performed, where the surgeon inflated the device while the catheter was placed. There were no additional patient complications reported.

Manufacturer narrative:
B3 date of event is approximate. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders were visually inspected and one of the cylinders presented a hole in the middle of the cylinder body consistent with sharp instrument damage. A leak was identified in this cylinder. The other cylinder did not show any signs of abnormalities and passed the leak test. Upon inspection of the pump, the pump kink resistant tubing (krt) was found to be cut from a sharp instrument leading to the reservoir and trimmed leading to the cylinders. The pump did not pass the deflation testing performed. The reported clinical observations of pain and erosion are known adverse events with this device. Based on the information available, a conclusion of known inherent risk was chosen.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to penile pain. The physician determined there was no infection, but that the implant had eroded into the urethra. The physician suspects that this was likely related to a robotic hernia repair performed, where the surgeon inflated the device while the catheter was placed. The physician did not believe the hernia was related to the device. There were no additional patient complications reported.

Manufacturer narrative:
Additional information was provided that the physician did not suspect the hernia was related to the device. Updated b5 to reflect this. B3 date of event is approximate.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to penile pain. The physician determined there was no infection, but that the implant had eroded into the urethra. The physician suspects that this was likely related to a robotic hernia repair performed, where the surgeon inflated the device while the catheter was placed. The physician did not believe the hernia was related to the device. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to penile pain. The physician determined there was no infection, but that the implant had eroded into the urethra. The physician suspects that this was likely related to a robotic hernia repair performed, where the surgeon inflated the device while the catheter was placed. The physician did not believe the hernia was related to the device. There were no additional patient complications reported.

Manufacturer narrative:
Additional information provided on product analysis was updated in the product investigation. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinders were visually inspected and one of the cylinders presented a hole in the middle of the cylinder body consistent with sharp instrument damage. A leak was identified in this cylinder. The other cylinder did not show any signs of abnormalities and passed the leak test. Upon inspection of the pump, the pump kink resistant tubing (krt) was found to be cut from a sharp instrument leading to the reservoir and trimmed leading to the cylinders. The pump passed the leak and function testing. The reported clinical observations of pain and erosion are known adverse events with this device. Based on the information available, a conclusion of known inherent risk was chosen. B3 date of event is approximate.